Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer removed the pump for magnetic resonance imaging (MRI) and left the pump outside the procedure room. Subsequently when reconnecting to the pump, a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy.